Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The device identifier was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada reported that he performed blood glucose testing and obtained a reading of 2.9 mmol/l at 3:19 p.m. With the contour next one meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. An in-house testing was performed with blood sample using the returned meter and in-house contour next test strips from lot # 0lpeb01a, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood results in the meter's memory.